Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: audible functions properly. Pump not primed warning duplicated during testing; pump gave appropriate audible and visual alert. No defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.